Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the tsvtwb10 dating back 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/ product holds for the reported product. Complainant reported that the implant is damage; threaded. Site #22. The reported complaint could not be verified as the product was not returned for evaluation. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number - k101880.

Event description:
It was reported that the implant threads were damaged.